Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a heparin infusion bag was found empty sooner than expected. No patient harm was reported, and no other details were provided.